Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon stuck inside of me- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she has a tampon stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside of me- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she has a tampon stuck inside. No serious injury reported.